Manufacturer narrative:
Approximate age of device ¿ 24 days. The pump remains in use supporting the patient. A correlation of the device and the patient's gi bleeding could not be determined through this evaluation. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced gi bleeding resulting in prolonged hospitalization. The patient received 2 units of packed red blood cells in a 24 hour period. At the time of the event, the patient was on aspirin and warfarin. The event is reported as resolved. No additional information was provided.